Event description:
Factory analysis of a returned power supply revealed component failures that may result in a loss of power during normal vent mode operation. If a failure of the power supply occurs during use and the ventilator shuts down due to loss of ac power, an audible power fail alarm will activate.